Event description:
Event description boston scientific crm received information that the defibrillation lead dislodged after the patient fell down some stairs. During the lead revision procedure this implantable cardioverter defibrillator (ICD) could not be interrogated.